Manufacturer narrative:
Additional narrative: patient information unknown. Device is an instrument and is not implanted/explanted. A service & repair evaluation/review was attempted. No service history review can be performed as part number 314.291 with lot number(s) 08.1794/5861889 is a lot/batch controlled item. The manufacture date of this item is 26-aug-2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Service and repair evaluation: the customer reported the handle snapped and broke into two pieces. The repair technician reported handle cracked/broken as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. According to device history review: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 21.dec.2007. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that service and repair department documented that during a procedure to repair a periprosthetic femur fracture on (B)(6) 2017, while reducing the fracture, the handle of the sliding mechanism snapped and broke into two pieces. Another sliding mechanism was readily available and was used to complete the procedure successfully with a delay of approximately 5 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the part was evaluated at customer quality and in addition to the broken handle both black spring covers/lids were missing. Replication of the complaint is not applicable with the complaint condition. No definitive root cause was able to be determined. However, the failure mode is typically associated with excessive loading and/or rough handling as well as inattentiveness during sterile processing. The applied force during use likely permitted final separation. Proper care and maintenance is addressed in the product literature. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history review (DHR), complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The complaint is confirmed. Per the technique guide, the sliding mechanism is used in conjunction with one of the four attachment arms (hohmann-style arm, pelvic arm, percutaneous arm and bone hook-shape arm) to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. A review of the relevant assembly design drawings for the sliding mechanism was performed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was indicated fracture was on the left. Information also indicates the previous implant is a synthes trochanteric fixation nail ¿ advanced (tfna). Link complaint (B)(4) captured the need for the revision procedure.